Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's reported issue and also found the connector to be cracked, the insertion part damaged and deformed with the angulation wire having play. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device has a leakage. The device was returned for repair and the olympus service center evaluated the device and found a gap of adhesive on the distal end, stain could enter inside the lens through the gap. This is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the adhesive occurred due to damage. However, it is unknown if the peeling was caused by stress, handling, or other issues. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.